Manufacturer narrative:
Results: the 3maxc was fractured approximately 40.0 cm from the hub and stress marks were present on both side of the fractured segments. Conclusions: evaluation of the returned 3maxc confirmed a fracture. If the device is forcefully mishandled during removal from its packaging, damage such as a kink may occur. If a kinked device is further manipulated, the kink may worsen to a fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician found that the penumbra system 3max reperfusion catheter (3maxc) was broken into two pieces upon removal from the sterile packaging. The damage to the 3maxc was found prior to use and therefore the 3maxc was not used in the procedure. The procedure was completed using another 3maxc.